Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the harvesting of the saphenous vein the surgeon noticed the vasoview hemopro 2 shears seemed to be losing power during the harvest. The device was tested and worked well on the lower leg. The failure happened while harvesting the upper leg during branch division. The harvester tried to transect a branch mid thigh and vasoview hemopro 2 sheares stopped providing energy. The power supply setting was set to 3. The harvester could not release the jaws from the branch. While trying to disengage the vasoview hemopro 2 shears the branch was avulsed "which means the branch was ripped or torn away", requiring a repair stitch and transection of the damaged area and a change in the distal graft layout. The device was changed out during the case. Prior to the elvulsed branch the cable and the box and adaptor were changed out. This added about 30 minutes to the case. No patient harm per the harvester.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/28/2025. An investigation was conducted on 10/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Heavy char was observed on the base of the intact jaws. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4). The device successfully transected tissue four (4) times. No excessive smoke was observed during the testing. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000502238 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.